Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after a neurological interventional procedure. Reportedly, pulsatile bleeding was seen at the hemostatic valve of the starclose se device. The starclose se clip was not deployed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported leak was confirmed as the hemostasis valve was observed to be torn and partially moved. The reported event and subsequent treatment appears to be related to procedure circumstance. Review of the labels attached to the device history record for this lot was conducted and the label indicated an expiration date (use by date) of (B)(6) 2018 and the procedure date was (B)(6) 2018 which is approximately 2 months post expiration. It should be noted that the starclose instructions for use in the graphical symbols for medical device labeling section indicates the use by symbol which is the next to the expiration date on the label. In this case, it is unknown if the use after expiration contributed to the reported event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.